Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflated" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold, white particles inner device and observed what appears to be like crater appearance on shell surface. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior, striated opening on anterior and punctured on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. A striated opening on anterior assessed as surgical damage. A punctured posterior assessed as surgical damage like. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "deflated" against right device. The device has been explanted.